Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had been experiencing high blood glucose levels for a few weeks. The customer stated that his blood glucose levels were over 600 mg/dl at one point. The customer stated that he experienced mechanical issues while bolusing and while sleeping. Troubleshooting was done. Advised customer that his insulin pump was working as designed but needed to be replaced due to the deep scratch on the screen that made it hard to read at night. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Advised to monitor the insulin pump until the replacement arrived. Nothing further reported.